Event description:
The device display appears to have "burned." Pt described the lcd as having a mustard-yellow and brown stain which extends from the top of the display to the bottom. No pt injury was reported. Pt indicated that she was unaware of any potential exposure to a heat source. Technical support requested the return of the suspect product and replacement was shipped.